Event description:
The reporter contacted animas on (B)(6)2013 stating that the patient passed away of a heart attack. The reporter stated that the pump was not implicated in the event and there was no allegation of a pump issue related to the event. The reporter stated that the patient was a diabetic for 50 years which contributed to heart issues and the patient¿s heart attack. The reporter stated that the patient had a heart attack on (B)(6) 2013. The reporter stated that emergency medical services were called and transported the patient to the hospital on (B)(6) 2013; the patient was removed from the pump on (B)(6) 2013 prior to transport to the hospital. The patient¿s blood glucose at the time of hospital admission was 61 mg/dl. The patient was reportedly not wearing the pump at the time of death. The patient reportedly passed away on (B)(4) 2013 with a cause of death of myocardial infarction. This report is made because of the possibility that the patient¿s diabetes may have been a contributing factor in the patient¿s demise and use of the insulin pump could not be ruled out as a possible cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.